Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the event. A review of the available download data does not indicate any device malfunction. The device delivered five appropriate treatments and functioned as designed.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was found unconscious in his pickup truck. Ems was called and performed resuscitation attempts. The patient was transported to the hospital where he was pronounced dead. A review of download data revealed that the patient was treated six times during the event. Five 150j treatments were delivered during ventricular fibrillation (vf) at 06:06:48, 06:07:18, 06:07:46, 06:08:18, and 06:08:40. The treatments were unable to convert the arrhythmia. The patient's rhythm degraded to asystole at approximately 06:18. A sixth treatment was delivered during asystole at 07:00:45. The post-shock rhythm remained asystole. Asystole is considered a non-treatable rhythm. Ems CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contributed to the patient death.